Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 180 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer did not code meter correctly with correct code chip. Customer instructed on how to code meter ad performed blood test fasting during call on (B)(6) 2015 with result of 408 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory with meter not coded properly (time not set): hi, (B)(6) 2015, 09:40pm; 338mg/dl, (B)(6) 2015, 08:56am; 343mg/dl, (B)(6) 2015, 08:42am; 482mg/dl, (B)(6) 2015, 06:33pm; 243mg/dl, (B)(6) 2015, 09:32am. Adverse event not reported.